Event description:
Per the incident report: pt hazardous drug was leaking from buff cap attached to port a cath lumen. Pt did not realize it was leaking until almost end of infusion when they got up to go to the bathroom and felt dampness in their shirt. Infusion stopped and disconnected, pt washed skin that was affected and changed shirts, was instructed how to wash clothes at home and given a chemo bag to take clothes home in. Buff cap analyzed after deaccessing port and filter component was damaged and causing backflow. No additional damaged buff caps found in supply of that lot number.